Event description:
The patient contacted animas to report the basal rate on the pump was displayed as 0.0 units, and the active basal program had switched without user intervention. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history revealed a blank basal program activated on (B)(4) 2012 and then the correct basal program resuming at a later time on the same date. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates up until the reported event date. There was no activity outside normal use observed in the black box or download history. The pump was exercised for 24 hours. The pump was found not change basal settings during testing. The keypad was tested during the investigation. There was no damage found to the keypad. All of the keypad buttons responded to button presses appropriately. The keypad cover was removed and no damage was found to the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.